Event description:
It was reported that the user experienced repeated occlusion alerts on the infusion set, which temporarily cleared when dismissed but recurred; the user stated the set became dislodged during restroom use, was cleaned with alcohol, and reattached, after which the occlusion alert repeated until a full supply change was recommended and planned. Investigation of this case revealed an infusion set occlusion associated with a compromised, insertion site following accidental dislodgement and improper reuse, consistent with an occlusion in the insulin infusion pathway. Symptoms included interruption of insulin delivery due to an infusion set occlusion. Outcomes included replacement of disposable supplies without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling of the infusion set and site, with the issue resolving after supply change.